Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. No issues were found in the event history log. Functional testing was unable to replicate the reported issue. The root cause was determined to be water damage. The dso seal was replaced, preventative maintenance performed, and software upgraded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had water damage and exhibited ¿electronic failure messages¿. There was unknown patient involvement although it was reported that no patient was compromised.